Event description:
It was reported that the pump was filled during a regular refill appointment. Two days later, the pump was empty. It was stated the physician excluded a handling failure during refill (pocket fill, wrong drug volume). It was further stated that they assumed that it might be a septum defect whereof the drug flowed into the pump pocket. A replacement of the pump had been planned. Patient symptoms included ¿less than 50% therapy relief¿ throughout the ¿whole body.¿ the patient¿s status at the time of report was ¿alive-no injury.¿ the pump system was delivering baclofen. Additional information was reported that the pump was filled with the original refill set. The pump was replaced and the patient was still in the hospital. Additional information reported that the patient was implanted by their father, a former neurosurgeon, 16 years ago. It was reported that the physician was sure to have used the proper refill set, but manufacture representative will confirm again. The pump was filled every three weeks, so approximately 320 fillings in the last 16 years. The last 2 years the fillings had to be done every two weeks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the implanted device was an archimedes pump, not a medtronic device.